Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), menorrhagia ("abnormal bleeding (menorrhagia)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010). Concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("allergic or hypersensitivity reaction type: nickel"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, genitourinary symptom, hypersensitivity, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), procedural haemorrhage ('there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding/ bleeding heavily') in a 22-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010 son was born early with some kind of cloudiness in his lungs), asthma, gravida ii and papanicolaou smear normal. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("hormonal changes describe: moody") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdomen pain/cramps"), back pain ("lower back pain"), complication of device removal ("there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still"), contusion ("I bruised badly"), pruritus ("itch somewhere on my body"), abdominal pain ("abdominal pain"), dysgeusia ("metal taste in my mouth"), panic attack ("panic attacks"), rash ("break out"), vulvovaginal swelling ("I was swollen in my lady part"), abdominal distension ("bloating"), acne ("acne"), nervousness ("nervous"), dental caries ("tooth decay"), tooth fracture ("broken tooth") and procedural complication ("little more complications than most during surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, procedural haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, allergy to metals, mood altered, urinary tract infection, migraine, headache, nausea, fatigue, alopecia, vaginal discharge, bacterial vaginosis, back pain, complication of device removal, contusion, vulvovaginal swelling, abdominal distension, acne, nervousness, dental caries, tooth fracture and procedural complication outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, pruritus, abdominal pain, dysgeusia, panic attack and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, complication of device removal, contusion, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, panic attack, procedural complication, procedural haemorrhage, pruritus, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: contusion, pruritus, abdominal pain, dyspepsia, panic attacks, skin eruption, swelling nos, tiredness, bloating, acne, hair loss, nervous,procedural complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received :- new reporter information was added. New event added procedural complication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), procedural haemorrhage ('there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding/ bleeding heavily') in a 22-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did notunderwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010 son was born early with some kind of cloudiness in his lungs), asthma, gravida ii and papanicolaou smear normal. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("hormonal changes describe: moody") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdomen pain/cramps"), back pain ("lower back pain"), complication of device removal ("there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still"), contusion ("I bruised badly"), pruritus ("itch somewhere on my body"), abdominal pain ("abdominal pain"), dysgeusia ("metal taste in my mouth"), panic attack ("panic attacks"), rash ("break out"), vulvovaginal swelling ("I was swollen in my lady part"), abdominal distension ("bloating"), acne ("acne"), nervousness ("nervous"), dental caries ("tooth decay") and tooth fracture ("broken tooth") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, procedural haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, allergy to metals, mood altered, urinary tract infection, migraine, headache, nausea, fatigue, alopecia, vaginal discharge, bacterial vaginosis, back pain, complication of device removal, contusion, vulvovaginal swelling, abdominal distension, acne, nervousness, dental caries and tooth fracture outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, pruritus, abdominal pain, dysgeusia, panic attack and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, complication of device removal, contusion, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, panic attack, procedural haemorrhage, pruritus, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: contusion, pruritus, abdominal pain, dyspepsia, panic attacks, skin eruption, swelling nos, tiredness, bloating, acne, hair loss, nervous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporter's information was added. Added event I bruised badly, itch somewhere on my body, abdominal pain, metal taste in my mouth, panic attacks, break out, I was swollen in my lady part, I was tied all the time, bloating, acne, hair loss, nervous. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)"), procedural haemorrhage ("there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "she did not underwent an essure confirmation test" and device breakage "fracturing/there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still" (seriousness criteria medically significant and intervention required). The patient's medical history included parity 2 (B)(6)2006 and (B)(6)2010 son was born early with some kind of cloudiness in his lungs), asthma, gravida ii and papanicolaou smear normal. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("hormonal changes describe: moody") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdomen pain/cramps"), back pain ("lower back pain") and complication of device removal ("there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still"). The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure and endometrial ablation). Essure was removed on (B)(6)2017. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, procedural haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, allergy to metals, mood altered, urinary tract infection, migraine, headache, nausea, fatigue, alopecia, vaginal discharge, bacterial vaginosis, back pain and complication of device removal outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, complication of device removal, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, procedural haemorrhage, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received. Following events were added: hormonal changes describe: moody, infection (bladder/ urinary tract/vaginal) type: constant uti's, migraines, headaches, nausea, fatigue, hair loss, vaginal discharge, bacterial vaginosis, lower abdomen pain/cramps, lower back pain, there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still. Event pt term updated from pregnant with essure micro-insert to ectopic pregnancy with essure micro-insert and abortion spontaneous to abortion of ectopic pregnancy. Event clubbed: lower abdomen pain/cramps and fracturing/there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still. Event severity added for lower abdomen pain/cramps and lower back pain. Event outcome added for abnormal bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and lower abdomen pain/cramps. Concomitant medication added. Medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), procedural haemorrhage ('there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital "hemorrhage" ('abnormal bleeding/ bleeding heavily') in a 22-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010 son was born early with some kind of cloudiness in his lungs), asthma, gravida ii and papanicolaou smear normal. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("hormonal changes describe: moody") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdomen pain/cramps"), back pain ("lower back pain"), complication of device removal ("there was a piece left behind, they tried to retrieve it but when they opened me back up I was bleeding to badly and they closed me back up with the piece left inside of me still"), contusion ("I bruised badly"), pruritus ("itch somewhere on my body"), abdominal pain ("abdominal pain"), dysgeusia ("metal taste in my mouth"), panic attack ("panic attacks"), rash ("break out"), vulvovaginal swelling ("I was swollen in my lady part"), abdominal distension ("bloating"), acne ("acne"), nervousness ("nervous"), dental caries ("tooth decay"), tooth fracture ("broken tooth") and procedural complication ("little more "complications" than most during surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, procedural haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, allergy to metals, mood altered, urinary tract infection, migraine, headache, nausea, fatigue, alopecia, vaginal discharge, bacterial vaginosis, back pain, complication of device removal, contusion, vulvovaginal swelling, abdominal distension, acne, nervousness, dental caries, tooth fracture and procedural complication outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, pruritus, abdominal pain, dysgeusia, panic attack and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, acne, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, complication of device removal, contusion, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, nervousness, panic attack, procedural complication, procedural haemorrhage, pruritus, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: contusion, pruritus, abdominal pain, dyspepsia, panic attacks, skin eruption, swelling nos, tiredness, bloating, acne, hair loss, nervous,procedural complication lot number: 716609 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, genitourinary symptom, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, genital haemorrhage, genitourinary symptom, hypersensitivity and pregnancy with contraceptive device to be related to essure. The reporter commented: she need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), menorrhagia ("abnormal bleeding (menorrhagia)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 7l6609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010). Concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("allergic or hypersensitivity reaction type: nickel"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, genitourinary symptom, hypersensitivity, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. 7l6609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2006 and (B)(6) 2010). Concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genitourinary symptom ("genitourinary issues"), depression ("depression"), anxiety ("anxiety"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("allergic or hypersensitivity reaction type: nickel"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (dilation & curettage (d&c) laparoscopic salpingectomy and removal of essure) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous, genital haemorrhage, hypersensitivity, genitourinary symptom, depression, anxiety, menorrhagia, dysmenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, genitourinary symptom, hypersensitivity, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, abortion spontaneous, allergy to metals, dysmenorrhoea, reporter, patient demographic information, product lot number, concomitant disease, historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.